Event description:
The user facility reported that a impella 5.5 was implanted for support during high risk cardiac procedure. The doctor reports that the catheter was severed at the red plug (cables are visible) and the impella stopped working. Pump was explanted. Patient survived.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The pump was returned for investigation. The catheter was found fully disconnected from the red handle at the kink protector. The exposed catheter was observed with some glue on it. Data log shows an "impella disconnect alarm while running" at the end of the case run. Pump stop / product damage (pump fracture): clinical details indicate that on (B)(6) 2025, the catheter was severed at the red plug, with cables visible, and the impella stopped working. The pump was explanted by the md. The cause of the pump stop and catheter fracture was related to the fractured/separated catheter from the red handle kink protector. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.